Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A venous bubble sensor malfunction was reported. The device was being used for treatment. A getinge service technician investigated the unit on 2021-10-13/16 and could not confirm any failure. The technician performed safety, calibration, and functionality checks to factory specifications. However with reference to the current risk file, the following possible causes could be linked to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor) ; - bubble sensor not plugged but recognized ; - connection of non-compatible sensor ; - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage) ; - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. Based on the investigation results the reported failure "venous bubble sensor malfunction" could not be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Service of the affected cardiohelp and bubble sensor is anticipated but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that the venous bubble sensor was not functioning during patient treatment. No indication for harm to any person. Complaint ID:(B)(4).